Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue event on (B)(6) 2026. The patient reported that two infusion sets were not sticking. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 2.